Event description:
It was reported the gastrointestinal videoscope had no image and displayed scope communication error code b30. The issues occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failures were confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope error e237 and a dirty scope cover unit. Based on the results of the investigation, it is likely the following led to the malfunctions: damage on circuit board of video plug section for the customer's allegation and scope error e237. The dirty scope cover unit was due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.